Event description:
It was reported that in (B)(6) 2011, the patient was given a 1.1 years of battery longevity. However, during a routine follow-up, the battery voltage measured at eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal longevity estimations. Device function was normal when tested on the bench.